Event description:
It was reported that the patient needed to press the buttons several times to get the desired response. The patient noted that the battery was replaced without any effect on the issue.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.